Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device "gets hot". The date of the event was unknown to the reporter. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.